Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide device details (product code/lot#/batch#)? What was the indication for the surgery? What surgical procedure was performed? Was there difficulty experienced with the device? If so, please provide details? How was the anastomotic stenosis treated? Was there any change in the patient¿s post-op care as a result of the anastomotic stenosis? If so, what was the change in care? What is current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unknown procedure, anastomotic stenosis was observed. The device was used on the rectum. Another device was used to complete the case. No device will be returning. No further information is available.